Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap had stripped threads. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked and the battery cap threads were found to be stripped. The battery cap was not able to secure to the pump. The pump lost power during testing due to the battery compartment crack as well as the damaged battery cap. The pump failed a leak test due to a battery compartment leak. Evaluation also revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).